Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m92061. The analysis results of the er320 device found that it was received the jaws yielded and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed seven scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found pf the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. In addition, it is known from the history of the device that the condition of the yielded jaws may lead to dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an intervention of cholecystectomy procedure, the clips seemed properly closed above the cystic duct and the cystic artery. After the cut of the vessel and of the duct and after the removal of gallbladder, everything seemed concluded without consequences and the patient was reported in the department. Some hours later, the patient had a biliary pouring into the abdomen and was subjected to a revision surgery in open surgery. The origin of the leak was identified on the cystic duct. The clips applied by using the device were not closed properly. The clip were removed during the revision and the wound was sutured.